Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result the customer has been retrained. No damage or malfunction with the endoscopes or caps are known. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
We have had two instances with the duodenoscope single tips not working ,one where the tip would not click on and the other when it was in the duodenum and appeared to move position, therefore causing a problem for the endoscopist when moving the bridge. The combined ed34-i10t2 shall be investigated, as well as the involved caps. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.